Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. The rv lead was capped and replaced on (B)(6) 2022 due to unspecified capture issue. Patient condition was unknown. Further information was requested but not received.